Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose value. Customer¿s blood glucose value at time of incident was 455 mg/dl and current blood glucose value was 429 mg/dl. Customer was vomiting. Customer was treated with 3 units of injection. Troubleshooting was performed and insulin exited. It was found that the infusion set had multiple kinks. The insulin pump will not be returned for analysis.